Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and suture was used. During the procedure, the needle point broke off inside the patient. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what was the name of the initial procedure? Were x-rays taken to locate the needle piece(s)? Was the needle piece(s) retrieved during the same procedure? Does a piece of the needle remain in the patient¿s tissue? What tissue structure is it located? Size of the needle piece retained if retained, are any plans in place to remove the needle piece in future? What measures were taken to retrieve the broken piece? If retained, what is the surgeon's opinion of consequences to the patient? Was there any additional tissue damage as a result of searching for the needle piece? What is current condition of the patient? Device return follow up. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent this is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare. Active ingredient(s)- triclosan. Dosage form - suture/solid/parenteral. Strength -= 275 g /m.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 5/17/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h3 investigation summary: a failed suture needle was submitted fractographic evaluation. The component was identified as product code vcp486h. It was requested that assess the fracture mode of the failure. A fracture was observed at the tip of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional information was requested and the following was obtained: what was the name of the initial procedure? Spinal were x-rays taken to locate the needle piece(s)? Unknown was the needle piece(s) retrieved during the same procedure? Yes does a piece of the needle remain in the patient¿s tissue? No what tissue structure is it located? Unknown size of the needle piece retained unknown if retained, are any plans in place to remove the needle piece in future? N/t what measures were taken to retrieve the broken piece? Unknown if retained, what is the surgeon's opinion of consequences to the patient? Unknown was there any additional tissue damage as a result of searching for the needle piece? Unknown what is current condition of the patient? Unknown. Trade name - irgacare. Active ingredient(s)- triclosan. Dosage form - suture/solid/parenteral. Strength -= 275 g /m.